Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v621113, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Follow up information received reported that patient was contacted by the physician's office but had not heard back from the patient or had been seen in their clinic. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had diarrhea since implant. It was stated the patient normally took 3-4 imodium per day, which resulted in small emissions. At one point the patient was taking 10 imodium per day and had 15 emissions per day. It was also stated the patient had been "fine" since the previous day, with the exception of passing some gas. It was noted the patient developed colitis and had to use a generic steroid to control inflammation. It was indicated the patient "always attributed the diarrhea to alcohol." The patient met with the manufacturer representative the previous day to address the patient's programming "for the first time in a year and a half." It was reported the patient said "it was 0.00v," but the manufacturer representative said the programming was "reset." It was noted the patient would try to adjust stimulation if they had diarrhea in the future. It was also stated the patient met with their doctor the previous day. Additional information has been requested, a follow up report will be sent if additional information is received.